Event description:
It was reported that, during a meniscal repair procedure using the fast-fix 360 suture system, t1 and t2 deployed simultaneously. Both implants were deployed through the meniscus and were left secure in patient. The procedure was completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device shows it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were returned off the needle. The actuator is in the pre-t2 position. The needle is bent. A functional evaluation of the device showed that it cycled as intended. An evaluation of the customer provided image shows the device laying on the s+n box with the batch number of the complaint on the label. The t1/t2/suture are laying beside it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.